Manufacturer narrative:
The results of the investigation concluded that resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cross-sectioned and skived material was noted at the distal end of the dilator. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported skiving remains unknown.

Event description:
During an ablation procedure, a detachment occurred. A small part of the introducer detached proximally from the sheath when the stylet was inserted with the needle. There were no adverse consequences to the patient.